Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets leakage from tube that connects to the needle hub. An estimated date events start from (B)(6) 2024 to (B)(6) 2024. Infusion set had been used for two days and on the beginning of day three. No further information available.